Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced and tested the fiber optic connector. The stm completed the pm and performed calibration, safety and functionality tests which passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involvement and no adverse event was reported.